Event description:
It was reported that the atrial lead had several very short mode switch episodes and may be oversensing. It was also reported the impedance was around 250 ohms. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.